Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported post presbyopic inlay procedure trace haze anteriorly in the corneal pocket was observed on a patients left eye. Patient reported burred distance vision. Reporter indicated patient to continue topical steroid eye drop.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. The patient data reviewed revealed that the treatment report does not show any abnormalities related to the application. Device settings are as per recommendation. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).